Manufacturer narrative:
Per the manufacturer's subsidiary, the roller pump on the same heart lung machine base took a while to start up.

Event description:
Upon receipt of the device, the user reported that the central control monitor (ccm) blacked out upon start up and nothing was displayed. There was no patient involvement.

Manufacturer narrative:
Updated blocks: b5, d4, d9, h3, h4, h6, h8 and h10 during laboratory analysis, the product surveillance technician (pst) powered on the central control monitor (ccm) and observed by sound that the ccm booted up however the screen was blank. Nothing was visible with a flashlight. The pst attempted to disassemble the ccm however there were many stripped hex head screws therefore he stopped as to not create more damage. The pst believed the ccm display was likely defective.

Event description:
Additional information received that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the liquid crystal display (lcd) screen. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.